Event description:
It was reported that a pt underwent a gynecological procedure in 2007. It was stated that the disposable handpiece started working intermittently and the lights on the display flickered. The case was completed with a second handpiece with no pt consequence. The customer feels that the motor drive unit overheated.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.